Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one video for analysis. The complaint of an arterial catheter leaking was able to be confirmed by the video. Blood was observed leaking out of the catheter hub. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Catheter hub was cracked and was leaking. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Catheter hub was cracked and was leaking. No patient harm reported. The patient's condition is reported as fine.